Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and complex reg pain syndrome type ii. It was reported that the patient¿s implantable neurostimulator (ins) was set for adaptive stim (as) but it was not recognizing the correct position she was in. For example, the patient stated that if she was sitting up, the controller would say she was lying back. If she was standing, the controller would say laying front and once in a while, the controller might get the position right if she was lying on her right side. At the time of the report, the patient had been sitting in the car and when she checked the position under the controller, it showed she was lying back. The patient was then directed to wait one minute while on the call and then recheck the position, but the patient confirmed it still showed lying back. It was also reported that the patient had a fall over a month previous to the report, but they didn¿t bother to look at the machine or have it checked by a healthcare professional (hcp). The patient also mentioned that she met with a technician and had it programmed in (B)(6) 2018 to add as and the controller was recognizing the correct position after this. The patient was redirected to their hcp to get further assistance with the as issue. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.